Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a dislodged flap on the right eye (od) at a 2 day post op exam. The patient complained of blurry vision and funny feeling under the lid and was unable to work on that day. On a 7 day post op visit, the flap was re-lifted to resolve the dislodged flap on the right eye. Visual acuity was good. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -2.00 x -1.00 x 172, left eye pre-op 20/20 -2.00 x -.1.00 x 0. Bcva from (B)(6) 2017: right eye post-op 20/20 left eye post-op 20/15